Event description:
It was reported that the pocket location was uncomfortable and that the patient was experiencing pocket pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from the date the manufacturer was made aware.